Event description:
One endeavor sprint drug-eluting stent was successfully deployed at lad. Cec adjudicated that the patient experienced an mi on the same day as the index procedure. No further complications were reported.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (mi).